Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced an infusion set cannula damaged event on (B)(6) 2024. Infusion set was used for 1 day. The location of site insertion was the belly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. If lot is unknown h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.